Event description:
A customer reported that while using the m-nestpr module (which measures non-invasive blood pressure (nibp), electrocardiogram (ECG), pulse oximetry (spo2), temperature, and respiration), the nibp cuff did not deflate while on a patient's arm. The patient's arm was mildly abraded, red, and swollen, and the patient complained of numbness in the arm. The patient was reportedly discharged from the hospital with no physiological issues related to the event. The biomed tested the module following the event, and was unable to reproduce the reported issue. The module was then sent to ge healthcare's service center for testing, however, the issue was still not repeatable. The customer has received a new m-nestpr module. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Patient's information is not available at this time.